Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the base handle is out of adjustment and will not hold properly. The adjustment wrench was also determined to be broken. The unit is less than a year old and was repaired at no charge. A review of the device's manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a2101 mayfield ultra base unit determined that the base handle is out of adjustment and will not hold properly.